Event description:
Patient reported they went to the dentist and was informed they have early-stage periodontal disease, this is something they did not have prior to start of treatment. At check in patient marked true to discomfort, pain level: 7, excessive bleeding, periodontitis, inflammation, gingivitis, and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.